Event description:
Product is defective; 3 of 5 electrodes are missing a connector required to use the device. Product packaging is also incorrectly marked with MFR's address that is no longer correct.